Manufacturer narrative:
It was reported to abbott, a patient underwent an unrelated surgical procedure and did not set the ipg into surgery mode. Recovery efforts were unsuccessful and the ipg was deemed inoperable. The ipg was replaced, and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgery without setting their ipg into surgery mode. Surgical intervention took place where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.